Event description:
The customer reported recovering white blood cell (wbc) vote outs (non-numeric results) on controls and patient samples run on a coulter lh 750 hematology analyzer. Further troubleshooting revealed a leak of approximately 10 cc's in volume, which was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The customer discovered loose tubing on the blood sampling valve (bsv) attributing to the leak. The customer reconnected the tubing and primed the instrument, resolving the leak reported. The customer stated all previous samples that recovered wbc vote outs were re-run on another instrument, obtaining wbc results. Service was not dispatched for this event. (B)(6).